Event description:
It was reported that the patient presented in emergency room due to discomfort from receiving inappropriate shock. Chest x-ray was performed and revealed right ventricular (rv) lead dislodgement. The rv lead was explanted. Patient condition was stable.